Manufacturer narrative:
(B)(4). Additional narrative: ruptured condition not confirmed as the sample was not returned for evaluation. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Event description:
Baxter (B)(4) received a report that a intermate lv250 device ruptured during infusion. The device was filled with 6g fortum. From a distributor vitalair. There was no report of patient injury, medical intervention. No additional information is available. This will reference 2 of 2 from the facility, as the facility reported two devices.